Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, possible hypersensitivity and a death occurred. In the initial procedure, the physician placed a taxus express2 2.75x8mm drug eluting stent to the 90% stenosed lesion located in the ostial left anterior descending (lad) artery. The lesion was pre-dilated with a non bsc 2.0x8mm balloon. Post stent deployment appearance was excellent with 0% residual stenosis. Two days post procedure, the patient experienced nausea, vomiting, diarrhea and a rash with some swelling on his lower extremities. The patient finally presented to the hospital 10 days post procedure with worsening of the lower extremity rash and itching. At this point, the patient was diagnosed with possible serum sickness and his aspirin was discontinued. IV steroids and benadryl provided some improvement in his symptoms. Later, the patient developed chest pain and his EKG revealed st-t depression. The patient's chest pain continued to increased and he developed respiratory distress. The patient was then transferred to another hospital. Upon arrival there, the patient was cyanotic and they were unable sto record any blood pressure. The pt was then started on levophed and dopamine and acls/bls were carried out while he was intubated. A temporary pacer was placed as the patient was asystole following defibrillation. An iabp was then placed and cardiac catheterization revealed sub-acute stent thrombosis of the ostial lad along with a proximal aneurysm of the left circumflex (cx) artery with total occlusion. Despite iabp and IV vasopressors they were unable to obtain any blood pressure. The physician then proceeded with pci of the occluded lad and was able to establish a timi-2 flow. Despite aggresive bls/acls measures they were unable to resuscitate because of his significant ischemic burden. Possible etiology of the cardiopulmonary arrest is a large anterolateral mi secondary to subacute stent thrombosis which could be secondary to lack of antiplatelet therapy along with possible hypersensitivity reaction. An autopsy will be performed for conclusion.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.